Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the sorin centrifugal pump console was unresponsive during set-up and the alarm would not silence. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the touch screen of the sorin centrifugal pump console was unresponsive during set-up and the alarm would not silence. There was no patient involvement.